Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that after one month of implant time, this pacemaker exhibited a remaining longevity of 2.5 years. The power consumption was higher than expected at 270% and premature battery depletion was suspected. It was also noted that the right atrial (ra) pacing impedance measurements were intermittently high, out-of-range at greater than 3,000 ohms and loss of capture was also observed intermittently. At this time, the device was reprogrammed to vvi mode. A request was made for technical services to review the device data and determine if the device needed to be replaced. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced. The non-boston scientific ra and right ventricular (rv) leads were removed and new leads were implanted on the patient's right side, due to left venous stenosis. No additional adverse patient effects were reported. The explanted pacemaker was not expected to be returned. It was later clarified that the original device and non-boston scientific leads were abandoned in the patient and were not removed when the new system was implanted on the patient's right side.